Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon catheter was stuck on the guide wire. The 100% stenosed target lesion was located in the moderately tortuous forearm shunt. The 5.0 x 40mm mustang balloon catheter was advanced over a non bsc 0.035 inch guide wire. The device was stuck on the guide wire during dilatation of the balloon. The device and guide wire were removed together and it was noted that the coating had peeled off of the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon catheter was stuck on the guide wire. The 100% stenosed target lesion was located in the moderately tortuous forearm shunt. The 5.0 x 40mm mustang balloon catheter was advanced over a non bsc 0.035 inch guide wire. The device was stuck on the guide wire during dilatation of the balloon. The device and guide wire were removed together and it was noted that the coating had peeled off of the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was fully deflated but not correctly wrapped. A visual and tactile examination of the shaft of the device noted no anomalies. It was possible to insert a 0.035 inch laboratory controlled guidewire through the device without any issue noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).